Manufacturer narrative:
Covidien reference: (B)(4). The graphic user interface printed circuit board was replaced. No further repair information is available.

Manufacturer narrative:
(B)(4). The returned graphical user interface (gui) printed circuit board (pcb) was evaluated for the reported; when the device was turned on, the wake up alarm continued and the monitor went dim issue. A visual inspection of the returned component was conducted and no anomalies were found. The component was attached to the failure investigation test ventilator for analysis. The ventilator was powered up. The ventilator powered up normally and no errors were recorded in the diagnostic logs. Calibration, extended self-test (est) and short self-tests (sst) were run successfully without any errors. The ventilator was put into normal ventilation mode. The device ran in ventilation mode for a minimum of 24 hours. On review of the ventilator diagnostic logs no errors were observed. No alarms were observed during the run in period. The component was brought to production for functional testing. The component passed all required tests.

Event description:
A report was received stating the ventilator's "wake up alarm continued and the monitor went dim". Subsequent to the previous mentioned issue, the ventilator displayed a "no ventilation confirmed" message. The patient was removed from the device and placed on an alternate device. There is no report of serious injury or death associated with this event.